Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads are exhibiting varying impedance when they are connected to the implantable cardioverter defibrillator (ICD). The lead measurements through the analyzer are normal and stable. The connections were checked and the leads were properly inserted. The decision was made to use a different ICD. A new ICD was used and the same varying impedances occurred. After about 45 minutes the impedances stabilized. The second device and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.